Event description:
New information received indicated the leadless pacemaker (lp) had dislodged to the left iliac vein which resulted in a loss of conductive telemetry. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the leadless pacemaker was explanted and replaced with a transvenous pacemaker system for unknown reasons. The patient condition was unknown. No additional information was received.